Event description:
Complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. Using the femoral approach, the index procedure treated the 90% stenosed target lesion located in the severely calcified and tortuous left anterior descending (lad) artery. The physician made several attempts to cross the lesion with the 2.75x32mm taxus liberte, but due to the severe calcification was not able to cross. Further information from the site confirmed that shaft kinks were noted on the device and eventually the shaft broke attempting to cross the difficult lesion. The procedure was completed with angioplasty using a 2.0x20mm maverick balloon. No patient complications occurred and the patient's condition was listed as "good". The returned product revealed a shaft break.

Manufacturer narrative:
A visual and microscopic examination identified that the device was returned in two sections, where a shaft break was identified. The break was measured at approximately 24.0mm from the catheter strain relief. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complainant incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).